Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a ventral hernia repair, there were difficulties with loading the reload onto the handle and the device was not able to fire tacks. The device jammed. Another device was used to complete the case. There was no patient injury.